Manufacturer narrative:
On 01jul-2016, the field service engineer (fse) followed up with the customer over the phone to troubleshoot the reported event. The field service engineer (fse) ordered parts for the wash syringe, and was later dispatched and did the following: replaced the washing syringe assy, cleaned the waste liquid trap, removed bent wash probe tips form the wells, and lubricated all 3 incubators .the aia-2000st was functioning as intended. No further action required from field service. The probable cause of the event, was failure of the washer syringe assy. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported on the aia-2000st an error 4381, wash syringe 2 home detection. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.